Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 (only the irrigation tube and the handle) was analyzed, and a visual evaluation noted that the handle had marks of the trip wire indicating that it was secured. Additionally, the suture was found broken. No other problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed since the ligator head was not returned for analysis. Upon analysis of the returned component, the handle had marks of the trip wire indicating that it was secured. Additionally, the suture was found broken; however, this condition is not considered a failure mode because this condition most likely occurred when the physician removed the device from the scope. Since the ligator head was not returned for analysis, a product analysis could not be performed to determine if the device presented any condition that could have contributed to the reported event; therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus and fundus of stomach in a procedure performed on (B)(6) 2024. During the procedure, the bands could not come out. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 14, 2025: the speedband superview super 7 was used in the esophagus only and not in the fundus of stomach. It was noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block b5, block e1 (initial reporter address 1, initial reporter city, initial reporter zip/postal code), and block h6 (device codes) have been updated based on the additional information received on january 14, 2025.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus and fundus of stomach in a procedure performed on (B)(6) 2024. During the procedure, the bands could not come out. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 14, 2025: the speedband superview super 7 was used in the esophagus only and not in the fundus of stomach. It was noted that there was no difficulty experienced upon setting up the device.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus and fundus of stomach in a procedure performed on (B)(6) 2024. During the procedure, the bands could not come out. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: the complainant reported the anatomy location was in the fundus of stomach. However, according to the instructions for use (IFU), the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.